Event description:
It was reported that during a da vinci-assisted hiatal hernia - sliding surgical procedure, the vessel sealer extend (vse) clamped down on tissue and would not release. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument to perform failure analysis. The vessel sealer extend instrument was analyzed, and failure analysis did not confirm nor replicate the reported issue. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument cut and sealed. The instrument was fully functional. No product issue was identified.